Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed unexpected restart error alarm test. No unexpected insulin pump alarm. Radiofrequency failed self-test alarm due to faulty connector on radiofrequency board. History check failed alarm in alarm history screen due to corrupted history file. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Event description:
Customer reported via phone call that the device alarmed unexpected restart, signal too low, and history check failed alarms. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.